Manufacturer narrative:
(B)(4). (B)(6). The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss was able to confirm the issue of the blank (black) screen and the sbc printed circuit board (pcb) was found faulty. The need for spare part replacement was informed to the customer however the replacing of the part was declined at this time. The fss performed a field service checklist. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported the phacoemulsification system unit is not booting up and there is a blank display. Additional communication on (B)(6) 2015 verified the system did not boot up and only a black screen was visible. There was no patient involvement and no patient treatments delayed or cancelled.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.